Event description:
It was reported that the remote monitor was not powering on. It was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis found it to be out of specification electrically, that it would not start an interrogation, due to a defective component at the crystal.